Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a considerable amount of mechanical force on the outer sheath. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope was cracked at the tip. The issue occurred during reprocessing. There were no reports of patient involvement.